Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was disposed by the hospital.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the ruby coil detachment handle (handle) top part was separated from the rest of the handle upon removal from the packaging. The damaged handle was found prior to use and therefore, the handle was not used for the procedure. The procedure was completed using a new handle.